Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-25mm round stiff snare was used to remove a polyp in the intestinal tract during a removal of intestinal polyps procedure performed on (B)(6) 2021. During the procedure, the snare loop was fractured while removing the polyps. The procedure was completed using another captivator snare. There were no patient complications reported and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a0401 captures the reported event of snare loop broken. Block h10: (product investigation): one captivator snare was received for analysis. Visual analysis of the returned device noted the loop was twisted and the working length was kinked. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it contracted and extended well even with the twisted snare loop. The reported event of "loop break" was not confirmed since it was found the device evaluation revealed that the loop was twisted. The product record review revealed no anomalies. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency. An investigation into twisted snare loop revealed that the manufacturing method may have contributed to the problem. A correction was implemented to address the problem. It was confirmed that this device was manufactured prior to the correction.

Event description:
It was reported to boston scientific corporation that a captivator ii-25mm round stiff snare was used to remove a polyp in the intestinal tract during a removal of intestinal polyps procedure performed on (B)(6) 2021. During the procedure, the snare loop was fractured while removing the polyps. The procedure was completed using another captivator snare. There were no patient complications reported and the patient's condition at the conclusion of the procedure was reported to be stable.